Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4) batch: 21049365.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.